Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the patient¿s peritonitis was unknown, the culture result of coagulase-negative staphylococcus suggests a possible breach in aseptic technique. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The most common pathogens are coagulase-negative staphylococcal species that commonly colonize human skin and hands. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient had a prior peritonitis event diagnosed on (B)(6) 2025. The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The culture was positive for coagulase-negative staphylococcus (no species documented). The patient¿s white blood cell (wbc) count was 230. The cause of the peritonitis was not documented. The patient did not require hospitalization.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient had a prior peritonitis event diagnosed on (B)(6) 2025. The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The culture was positive for coagulase-negative staphylococcus (no species documented). The patient¿s white blood cell (wbc) count was 230. The cause of the peritonitis was not documented. The patient did not require hospitalization.